Manufacturer narrative:
H10: the q-fix 1.8 mini suture anchor disposable kit, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, ¿during a knee procedure (¿), the drill bit came apart in three pieces and could not be able to be removed from the drill guide." A review of manufacturing records for the reported lot number 2027027 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. An incomplete kit has been returned (no obturator). Visual evaluation shows the disposable drill is broken in three parts and stuck inside the drill guide. No manufacturing abnormalities observed. Functional test is not possible due to the damage. The complaint was verified. The root cause could not be determined with confidence; however, factors unrelated to the manufacturing or design of the device that could have contributed to the reported event include: excessive force. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution

Manufacturer narrative:
(B)(6).

Event description:
It was reported about a disposable kit for 1.8mm q-fix mini suture anchor that during a knee procedure when drilling the hole with drill and drill guide, the drill did not come back out of the drill guide. Therefore, it was tried to pull it out hard and as a consequence, the drill bit came apart in three pieces and could not be able to be removed from the drill guide. The procedure was successfully completed without significant delay using an additional bone hole. A back-up device was available and no patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.